Event description:
Reported by the complaint as follows. The patient is a long-term critical care unit patient. She has neutropeanic sepsis and is fully ventilated via a tracheostomy tube which she has just started being weaned, sister discovered that the patient has a broken area the size of a 10p piece on her anal sphincter. Sister called to ask my advice as to whether she should remove the flexi-seal tube. I said that she needs to make that clinical decision: that the broken area would probably get bigger if the tube is left insitu and sister said that she is concerned that if she removes the tube the broken area will become contaminated from the faecal matter. I stressed that she needs to make that clinical decision. On the following month, spoke with charge nurse regarding this case. The patient no longer has diarrhea and the broken area on the anal sphincter is now 1cm diameter. Charge nurse has not seen the wound himself for two days and has asked me to phone this time on two days later, and he will have examined the patient's wound and will update me accordingly. On the same day, spoke with charge nurse who has examined the pt and said that the little wound continues to improve. He believes that the damage was related to use of the product in this case, but that the clinical decision to use the product to manage the diarrhea was the correct clinical decision for this patient on balance. The kit was removed on original date after 5 days in situ and the diarrhea resolved about this same time. Convatec follow-up: patient was septic, but responded well to antibiotics. No periods of hypotension. No septicaemic shock. No inotropic support required. This was second use of flexi-seal for second discrete episode of diarrhoea in the last six weeks. First episode resolved whilst first flexi-seal insite. Duration 1 week. Uncertain exactly how long the gap was between uses. Second flexiseal used for second episode of diarrhoea / incontinence. This unit had been in situ for around 1 week before the peri-anal skin breakdown. Skin elsewhere is intact.